Event description:
The customer reported that while processing an hbsag plate on osp the tech observed that no or not enough wash solution was added to wells d1, d4, d7, and d10. No death or serious injury was associated with this incident.